Event description:
A report was received that the glue inside the hub of the electrodes had eroded causing blood and fluids to seep inside.

Manufacturer narrative:
Device analysis indicated that all electrodes failed visual inspection. All electrodes had chips out of the epoxy and discoloration in the epoxy. All electrodes passed the temperature test. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.

Event description:
A report was received that the glue inside the hub of the electrodes had eroded causing blood and fluids to seep inside.

Manufacturer narrative:
Expiration date: na, model #: tcn-10, lot#: 121716, description: nitinol tc electrode, 100 mm, quantity: 1. Model #: tcn-10, lot#: 020916, description: nitinol tc electrode, 100 mm, quantity: 2. Model #: tcn-10, lot#: 111516, description: nitinol tc electrode, 100 mm, quantity: 1. Model #: tcn-5, lot#: 122316, description: nitinol tc electrode, 50 mm, quantity: 1.

Event description:
A report was received that the glue inside the hub of the electrodes had eroded causing blood and fluids to seep inside.